Event description:
Agency name: (B)(4). When did it occur? : before use. Hypodermic needle injury: no. Other treatment: no. Were the returned items used? : no. If they were used, was something attached to them? : returned quantity: (B)(4). Details of the event (timeline, history, etc.): plastic fragments were found in (B)(4) syringe out of (B)(4) syringes in (B)(4) bag. Batch # unknown.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.